Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device was broken, the inner tube neck of the insertion section has corrosion, and the outer tube has scratches. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the stripes in image was due to the charged coupled device being broken. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gynecologic laparoscope had stripes in image. There were no reports of patient harm.